Event description:
Healthcare professional reported "rupture and silicone allergy". This record is for a left side. Device remains implanted.

Manufacturer narrative:
Continued phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6. Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Allergic reaction/ hypersensitivity: unable to observe since it is not related to the device.